Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after placing the pump and cartridge into a plastic bag, the cartridge tubing became dark in color. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support advised the customer to perform a supply change to address the issue.